Event description:
The patient presented in-clinic for a normal eri device change-out. Externalized conductors were observed via review of fluoroscopy. Electrical function of the lead was normal. The lead was capped.

Manufacturer narrative:
No medwatch form was received.